Event description:
It was reported that the patient underwent an initial implantation approximately two (2) years ago and later underwent a revision on approximately ten (10) months post-implantation due to disassociation of the taper and baseplate. During the revision, the taper and baseplate were revised. The glenosphere, tray, and bearing were also exchanged. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: item# 115396; lot# 66468803 item# 115310; lot# j7654643 item# 180554; lot# 65995051 item# 180550; lot# 66392701 item# 180552; lot# 66380496 item# 110031405; lot# 66022012 item# 110031418; lot# 66085406 item# 113631; lot# 65938569 item# 180550; lot# 66485016 customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.